Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had initial lasik surgery on 2013. Patient had enhancement procedure on (B)(6) 2016. Presented on (B)(6) 2016 with epithelial ingrowth in both eyes: nasally in right eye and 3 spots in left eye (nasal, superior nasal and inferior). Nasal area in left eye appears to be causing flap distortion and causing unexpected refraction. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2013: right eye pre-op 20/20 3.00 x -3.50 x 13; left eye pre-op 20/20 2.00 x -2.75 x 11. Bcva from (B)(6) 2016: right eye post-op 20/20 .50 x -.50 x 30; left eye post-op 20/20 1.50 x -1.50 x 165. Patient to return to center in 3 weeks to re-evaluate epithelium, likely lift flap in left eye to clean out the epithelium and try to improve refraction.